Event description:
On (B)(6) 2011, pt reported the up button on the infusion device is not responding to press. Pt stated she attempted to bolus and the up button did not work. Pt reported she switched to her backup infusion device. Pt stated the concern occurred about a month ago. Pt reported the button does not remain flat when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.